Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that the patient's catheter was replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the returned pump and catheter, but the reported issues were not confirmed. Functional analysis confirmed the pump successfully primed and flowed according to specification. The catheter section was found to be patent with air and sterile water for injection (swi), and no leaks were observed. The assignable cause of the reported issues could not be determined as no issues were found with the pump or catheter. Internal complaint number: complaint (B)(4).

Manufacturer narrative:
Pending information regarding device explant and return. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report multiple underinfusion volume discrepancies. For the initial volume discrepancy, the expected volume was 3.2ml and the actual aspirated volume was 8.5ml. When this discrepancy was observed, the patient stated that they had no pain and then started to have a lot of pain. A cap study was performed a few days later, and the physician was unable to aspirate the cap. Approximately two weeks later, another underinfusion was observed, but the volumes were not able to be confirmed. Approximately a month and a half later, a final underinfusion volume discrepancy was observed with the expected volume being 6.19ml and the actual aspirated volume being 14.5ml. Cs reported that the patient had not had any reported mris, falls or injuries. The physician's plan is to replace both the pump and catheter, but surgery has not been performed yet.